Event description:
It was reported that the battery had died without warning as of (B)(6) 2012. It was noted that the patient was informed by his neurologist that there was "plenty of life" in the battery on (B)(6) 2012. It was noted that the patient "will have to have another implant after only 2.5 years of use." The patient's right side tremor had returned with "great vigor." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v011075, implanted: (B)(6) 2006, product type: lead; product ID: 3387s-40, lot# v011075, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006: product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 64002, lot# n236358, implanted: (B)(6) 2010, product type: adapter. (B)(4).